Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation concluded that the tip detachment was likely due to inadvertent user mishandling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of the supera, the tip of the catheter broke off due to the nose tip being mistaken for the stylet. There was no patient involvement. There was no clinically delay in the procedure. No additional information was provided.